Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) left and right hinges damaged. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusions), h10. A getinge field service engineer evaluated during scheduled pm observed left and right hinge broken. Order parts and returned to install and repaired. Unit passed all functional and safety tests per factory specifications, returned to customer. No patient involved. The failure analysis and testing department received the following parts associated with this complaint: hinge, display, left, hinge, display, right these parts were received with a reported unit failure message of left and right hinge broken. Performed visual inspection of this part received and found broken both hinges left and right. The failure analysis and testing department verified the failure message of broken hinges left and right. Retaining both hinges left and right in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.